Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w ver 2.8c pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted during testing. Pump received without original battery cap. Unable to verify damaged/missing battery cap.